Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during kyphoplasty procedure, the balloon had lost all pressure and inflated very quickly. It was difficult to get the balloon out and the balloon was completely broken. No pieces were left inside the patient. No allergies were reported. No patient complications were reported as a result of this event.